Event description:
Meter was sent to the incorrect unit of measurement. The pt stated that pt went to the e.r. To have blood sugar tested because of the "problems with the meter". The pt did not report the blood glucose result received at the hosp. Pt was not given any treatment. The meter was previously set to the correct unit of measurement. Pt did not make any changes to the meter's settings. Due to a spontaneous/unintentional power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. There is no evidence of a serious injury. The meter was reset to the correct unit of measurement, no replacement items are being sent.